Manufacturer narrative:
On january 13, 2021, mentor became aware of the following erroneously omitted information in the previously submitted report: the patient's impacted side was the left side. A serial number was also provided, but erroneously omitted. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/22/2021, mentor became aware that medical device problem code off-label use (a2304) was missing from the initial submission. Per the instructions for use, these devices are not indicated for breast tissue expansion applications. Manufacturer's reference number: (B)(4), medical device problem code off-label use (a2304) added to h6 medical device problem code field.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon receipt, a patient identifier was confirmed, and has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the exp rect remote 400cc tissue expander was found to have a tear on the union between shell and patch. A microscopic examination was performed and the cause of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After additional review of this event by mentor's clinical safety and regulatory teams on (B)(6) 2022, it has determined that the device was not used off-label. As a result, medical device problem code off-label use no longer applies. Manufacturer's reference number: (B)(4), h6 medical device problem code off-label use no longer applies.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction revision with a 400cc mentor tissue expander and experienced a deflation on side a post-operatively. As a result, the patient underwent explantation on (B)(6) 2020.